Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard cruciate retaining interlok femoral component left 65, catalog #: 183028, lot #: 297650, biomet cc I-beam tibial tray 75mm, catalog #: 141234, lot #: j2914943, series a standard 3-peg patella 31mm, catalog #: 184764, lot #: 440130. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08029; 0001825034-2018-08030; 0001825034-2018-08031.

Event description:
It was reported that the patient developed four (4) to five (5) cysts in the knee following left knee arthroplasty. The patient¿s surgeon plans to remove the cyst from the knee. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.